Event description:
It was reported that the system 9800 intermittently displayed "hv error" on the c-arm display. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the generator interface circuit board was defective and was replaced. The gib software files were reloaded. The system was tested and found to be working as intended and placed back into service.